Manufacturer narrative:
(B)(4).

Event description:
It was reported that: the catheter is pulling air bubbles near the arterial portion of the catheter where the lumens meet the cuff. Product is still in patient.the reported defect was detected during use on patient.the patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Event description:
It was reported that: the catheter is pulling air bubbles near the arterial portion of the catheter where the lumens meet the cuff. Product is still in patient. The reported defect was detected during use on patient. The patient condition was reported as "fine". No patient injury/consequence or medical intervention reported.

Manufacturer narrative:
(B)(4). The customer report of leaking juncture hub was confirmed through complaint investigation of the returned sample. The customer returned one chronic hemodialysis catheter assembly for evaluation. Signs-of-use were observed on the returned assembly. Initial visual inspection of the catheter showed no defects or anomalies. Further visual analysis was performed after functional inspection of the sample. The connector was disassembled, and it was noted that the green compression sleeve was missing from the assembly. The IFU states, "after the tip has been positioned, the proximal end of the catheter is tunnelled retrograde to the exit site. The separate hub connection assembly is then fastened to the proximal end of the catheter using a compression sleeve and threaded compression cap." This indicates the user did not assemble the catheter correctly per the IFU. The returned catheter assembly was flushed using a lab inventory 10ml syringe. A leak was observed at the level of the juncture hub, originating from the compression cap. The returned ca theter was disassembled to further examine the source of the leak. It was observed that the green compression sleeve was not present in the assembly. The catheter was then reassembled using a lab inventory green compression sleeve, and the functional test was repe ated. This time, the leak was no longer present at the level of the juncture hub. This indicates the leak was caused by the missing green compression sleeve. The instructions-for-use (IFU) provided with this kit warns the user, "warning: green compression sleeve must be present when threading compression cap onto hub connection assembly. Failure to do so may result in air embolism, blood loss, or catheter separation." A device history record review was performed based on a potential lot number from sales history, and no relevant findings were identified. Based on the customer report and the sample received, intentional use error likely caused or contributed to this event. The customer was informed that the improper assembly of this device contributed to the observed failure mode. Teleflex will continue to monitor and trend for reports of this nature.